Manufacturer narrative:
Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. No anomalies were found. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: breast pain, breast cyst, and suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old hispanic/ latina female patient underwent a revision augmentation with 650cc mentor memorygel breast implants on (B)(6) 2012 developed right-sided breast pain and burning sensation. The patient underwent MRI on (B)(6) 2018 which suggested extracapsular silicone anterior to the medial aspect of the left implant. The patient also had an ultrasound that showed 3 mm simple appearing cyst 2 cm from the nipple of the right breast. No suspicious features were evident in the right breast. In the left breast a 2.1 x 0.7 x 1.2 cm cyst was identified 7 cm from the nipple with a smaller cyst (3.7mm x 4.0 mm) within it. No malignant features were evident (birads 2). The patient underwent bilateral explantation, bilateral capsulectomies, and bilateral replacement of the implants with mentor gel implants on (B)(6) 2018. Both of the explanted devices appeared intact upon removal. The right beast, capsule, left breast capsule, and left breast tissue underwent pathological testing. The left and right capsule returned back with foreign body giant cell reaction to silicone and the left breast tissue was negative for presence of silicone and ruled out silicone extravasation. During the explantation procedure, the patient's devices were replaced with 300cc mentor smooth round moderate plus profile saline breast implants (catalog number 3502300, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device. On 11/19/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.